Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 8 fr pvs device. The needles presented outside the barrel. Back down was not successful. The patient was sent to surgery for arterial repair. The subject device was not returned to the manufacturer and was not available for evaluation. The lot number was not provided. Information received from the field was insufficient to determine the root cause of the occurrence.